Event description:
It was reported the patient presented to the emergency room with a heart rate of 35 bpm. Attempts to interrogate the device were unsuccessful as the clinician could not obtain telemetry. No output was also reported. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.